Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported the unit is displaying random characters during bootup sequence. The remote manufacturer's service technician emailed the customer v200 the end of support letter and recommended ordering and replacing the video graphics array (vga) controller board and provided part identification (ID) for the printed circuit board assembly (pcba),vga controller. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed that the repair will not be completed. The unit has been removed form service and retired.